Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited undersensing and loss of capture (loc). The root cause was not determined. An invasive procedure was performed. The device was explanted and replaced and the right atrial (ra) lead was surgically abandoned and replaced. No additional adverse patient effects were reported.